Event description:
Facility biomed reported overinfusion of heparin; 250 ml bag (concentration unknown) was set to infuse at 10 ml/hr but bag was found empty after 4 hours and 20 minutes. When nurse opened the door of the device to remove the tubing, pump alarmed "error code 209." Patient tolerated event well with no adverse outcome, and no medical intervention required. Device was received by cardinal health in fair condition with the service seal broken, and tape covering the audio port on the rear case. Event log review showed numerous occurrences of channel error 209 beginning several days before date of event, with so many that the log had filled and relevant data had been overwritten and was no longer present. (Note: if any sensor fails the test at start-up, the instrument will declare this generic x09 error. If the instrument passes the self test but, while running, a sensor subsequently fails, the operator will get a specific channel error, ex. X02 mc_door_sensor_failure.) During testing of the device, a primed disposable set was placed into each channel. On channel a, no flow was observed in the drip chamber. On channel b, an unintended flow condition (drops while idle) was noted. There was accompanied by the device powering on with a constant alarm and error 209 displayed, preventing rate accuracy testing from being performed. The device was then opened, revealing that both mechanisms were not completely secured to the front case. Both mechanisms were then properly secured, which required about 1 1/2 full turns for channel a, and 2 1/2 turns for channel b. The device was then reassembled and a disposable set placed in channel b. No unintended flow was observed, and the channel error ceased, suggesting the error is intermittent, since no repairs were made to address this issue. Root cause of the overinfusion was determined to be improper maintenance of the device, leading to a condition of unintended flow. The facility biomed was instructed in importance of maintaining device per technical services manual, and specifically of the need to properly secure the pumping mechanism to the case. Patient information requested and all available information is included.